Manufacturer narrative:
Concomitant medical products: 6935m55, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device implant, the setscrew would not engage and the r-wave measurements were not consistent with the analyzer. The grommet was removed and the setscrew was re-engaged with the same measurement results. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.